Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient reported that the product issue began at 7:30am on (B)(6). The patient reported obtaining blood glucose readings of ¿337 and 376mg/dl¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿sweaty and hot¿ approximately half an hour after the first reported blood glucose test. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca walked the user through a control solution test. The subject meter passed the control solution test with results within the accepted range as printed on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported as the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.